Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient was reimplanted with another advanced bionics cochlear device and underwent successful flap reconstruction surgery. This is the final report.

Manufacturer narrative:
Reimplant surgery with creation of a skin flap is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was implanted on the contralateral side with another advanced bionics cochlear device. The recipient's wound is reportedly healing well. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient is reportedly experiencing device extrusion. Ointment (type unknown) is being applied to treat the wound. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Additional information: evaluation codes. Correction: date of event. The recipient reportedly experienced a hit to the head, resulting in device migration. The recipient underwent revision surgery in (B)(6) 2016. The recipient experienced another hit to the head, resulting in device extrusion. The recipient initiated antibiotic ointment treatment on (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient's newly implanted device was activated. This is the final report.